Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that this patient with a 27mm valve, implanted for seven (7) years and 11 months, underwent a valve-in-valve procedure due to mitral stenosis and regurgitation. The tmvr was performed with a 29mm valve. The result was excellent. Transesophageal echo showed no paravalvular leak and excellent positioning. The patient is taken extubated to the ICU in stable condition at the end of procedure. The patient was discharged on pod #5.